Event description:
It was reported that the ventilator generated alarms for low expiratory minute volume. There was no patient harm. Manufacturer's ref #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator generated alarmed for low expiratory minute volume and that fluid was found on the sensor. According to our field service engineer, the user was remotely instructed to clean the expiratory cassette and eliminated the fluid on the sensor. The ventilator returned to clinical use without any failures. No further issues has been reported. The device logs were not received and no parts was replaced for investigation, therefore the root cause of the reported event has not been determined.